Event description:
It was reported while performing an atrial fibrillation ablation using a cool path catheter, a temp alarm sounded about 30 minutes into the procedure. The physician checked the catheter and noticed fluid dripping from the handle. The catheter was exchanged for a new one and the procedure continued with no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. (B)(4).